Manufacturer narrative:
(B)(4).

Event description:
A problem was reported. On (B)(6) 2008, hcp reported a problem related to a pump. A motor stall was reported. Confirmed motor stall and motor stall recovery recorded in event logs. Motor stall caused by hcp using magnet when trying to telemetry to the pump. No symptoms reported. No consequences to the patient were reported at the time. If additional information is received a report will be provided.

Manufacturer narrative:
Supplemental submitted to correct on previous report 3007566237-2013-00988. The reported motor stall was not on (B)(6) 2008 but in (B)(6) 2008.